Event description:
Per the clinic, the patient experienced hematoma and subsequently underwent three surgical procedures for hematoma drainage (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 09, 2023.